Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The facility's clinical education representative reported to baxter (B)(4) that a clearlink continu-flo set had a port separating from its housing causing blood to back up into the set and exit from the port housing. A 3 cc syringe was connected to the lowest injection site, which was functioning for 6 previous injections without difficulty. This event occurred during infusion. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Additional information: the sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.